Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 4 months post transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical record, the patient complains of chest pain and shortness of breath. Tavr found to have severe calcific aortic stenosis. Pre-op tee showed av peak/mean gradient 71/39mmhg and ava 0.89cm2. The patient underwent thv explant followed by surgical avr for severe calcific aortic stenosis.